Manufacturer narrative:
Dr returned a coping screw only - the part reported was not returned for evaluation.

Event description:
Implant site 18 failed. Dr not sure if implant failed and caused abutment to break or abutment broke and caused implant to fail. Pt is same pt as medwatch report #2023141-1996-16.